Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller states the patient had issues with his stimulator for the past several weeks. Caller states it seemed like the patient still felt stimulation when all groups a, b, and c are all turned off. Patient stated they still felt like they are getting shocks in the area where the battery pack is. Caller also mentioned patient (pt) had been in so much pain and bothered by the stimulator. Agent walked caller through turning stim off and caller confirmed it was off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller states they did contact their manufacturer representative (rep) today but cannot meet until (B)(6).